Event description:
A collamer lens model cc4204bf, diopter +25.0, was torn by the cartridge. The nurse stated the cause of the lens tear was unk. The lens was not implanted and there was no pt contact or injury. An msi-pf injector, lot number unk, and the sfc-25 fp cartridge, lot number 1196951, were used.

Manufacturer narrative:
Results - visual inspection of the cartridge showed the tip was split. The lens haptic was partially torn off missing. There was evidence of surgical residue. Conclusion - based on the complaint history and the eval of the returned products, a specific root cause of the event could not be determined.